Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm also large crack on the bottom. Customer's blood glucose level was unknown at the time of the incident. Customer stated that they were unable to clear the alarm. Customer stated that drive support cap appeared to be normal also insulin pump had not been dropped nor bumped, the screen was clear. Customer stated that the drive support cap was still in place, but that whole bottom part comes out and exposes the entire inside of the pump. The device will be returned for analysis.